Event description:
Patient's test strips would not draw blood or control solution into the test strip channel. Medical affairs specialist spoke with patient in 10/2002 and they explained that the incident took place one week prior to calling lfs. They were feeling nausea at work and decided to test their blood glucose level. They attempted several times and the test strips would not draw the blood into the channel. They decided to go to the hospital on their own and have their blood glucose checked. The hospital meter read "69 mg/dl". They were treated with orange juice and a candy. They were told to take it light on their activities. They were released 5 hours later. The patient decided to take the bottle of test strips to the pharmacy for a replacement. The pharmacist tried running a control solution test and the test and the test strips were confirmed to have a reaction for a replacement. The pharmacist tried running a control solution test and the test strips were confirmed to have a reaction issue. The pharmacist referred them to lfs. Customer service representative replaced their test strips and lancing device.